Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The sub category of the product issue from blank display to dim/fading/color spectrum.

Manufacturer narrative:
Follow-up #2: date of submission 12/15/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display. The pump was opened to find the display flex connector not fully closed. The display flex connector was reconnected and the display worked properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.